Event description:
Fibers in the first dialyzer were totally stuck/clogged and blood could not go through the arterial header. In the second, one third of the fibers were open and two thirds were not. Both dialyzers had been primed the saline. The patient was well and no medical treatment was given.